Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "when surgeon was putting down box chisel to make the cut, he struck an acl screw and chipped the end of the chisel."